Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blurry image. The issue first occurred at service/maintenance. There were no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3 h6, the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, or ambient light; optical, interoperability, overheating, and electrical problems such as signal loss or open circuits; and random component failures not related to design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.